Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he could not see from far. He can see imprints on a medicine bottle, but he can not see anything from far. Additional information was received stating the consumer has had blurred vision for distance since his surgery. He could see better at a distance before having the surgery. He was can not see to drive. The patient vision not really improved. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).